Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller pump. Per additional information received, device was used on patient and patient was ok, therapy continue with another arctic sun machine. Per additional information received, waiting for spare part to order by region and replacement for customer. Chiller pump is the issue for this case. Region will order chiller pump for replacement. Ordering in progress from region. Patient continue therapy with another as5000. No impact to patient. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: e, f, g, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer noticed that the arctic sun device restarting itself. Per review of wo on 16dec2024, device was used on patient and patient was ok, therapy continue with another arctic sun machine. Per follow up information received via mail on 19dec2024, waiting for spare part to order by region and replacement for customer. Chiller pump is the issue for this case. Region will order chiller pump for replacement. Ordering in progress from region. Patient continue therapy with another as5000. No impact to patient.

Event description:
It was reported that the customer noticed that the arctic sun device restarting itself. Per review of wo on (B)(6) 2024, device was used on patient and patient was ok, therapy continue with another arctic sun machine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.